Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. These were noted when firing at 128% firing power. The user turned the firing power to 78% but that did not help mitigate the issue. The user noted to have let off the foot pedal three (3) times. The physician did not perform a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.